Event description:
The customer reported via phone call indicating that the insulin pump is going into threshold suspend. Customer's blood glucose was 95 mg/dl. The customer stated that she inserted a sensor for the first time and sensor has been reading low. Customer does not exhibit symptoms of low blood glucose . The sensor glucose value is 56 and suspend threshold limit is 60. The customer was advised the differences between sensor glucose and blood glucose. The customer was advised to monitor sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.